Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the connector pin was broken and ins was "out of juice". Patient stated recharger was not working and recharger screen was blank. Desk top charger green light was on, connector pin was plugged in with arrows matched up. Patient moved connector pin and said metal tip did not look bent. Patient re-inserted the connector pin and said connection felt loose and patient was able to wiggle the cord. No symptoms were reported at this time.

Manufacturer narrative:
Analysis of the recharger (B)(4) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.